Event description:
A malfunction alarm with code malf 24 was reported with no notable events occurring prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support resolved the issue by instructing the customer on how to put the pump into storage mode, sending a replacement pump, and guiding the return of the problematic pump using a pre-paid label within ten days. The customer acknowledged and understood all instructions, and there was no backup therapy in place, but they planned to reach out to their healthcare provider.